Event description:
On (B)(6) 2009, the pt reported that while changing the insulin cartridge, the plunger became stuck to the piston rod of the infusion device. He was instructed how to remove the plunger from the piston rod and he dried insulin from the cartridge compartment with a cotton swab. He was educated on the proper procedure for removing the insulin cartridge from the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.